Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. No failed battery alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. New battery did not resolve the issue. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.